Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose around (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer stated that the pump was giving more insulin on several occasions. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as these were past events. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over/under delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Device passed the delivery accuracy test at 0.0876 inches.(B)(4).